Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: four (4) devices were received for evaluation. A visual inspection was performed, and it was noted that the injection port was damaged and roughness. Pressure testing was performed, and there were no leaks observed. The reported condition of a damaged injection port was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of four (4) 50 ml capacity intravia containers had issues. The port had come off the bag during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.